Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a hernia procedure, needle appeared blunt. Needle tip was located on consultant's glove. Device not re-sterilised prior to incident. Product was used on a patient. No person injured or jeopardized. Patient was x-rayed. Alternative suture used